Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
After the insertion of the screws with lateral mass screw at c3, 4, 5, 6 and pedicle screw insertion at th1, and rod connection, the transverse connector was set between c4 and c5. When the surgeon applied, the final torque (an insertion tube was used) to the one side of connector was broken. As the surgeon replaced one connector and applied the final torque to other side of the connector, it was also broken. The surgeon again replaced broken connector and applied final torque then the connector broke again. Totally three connectors were broken. The surgeon finalized the operation without transverse connector. The surgeon and attended sales rep confirmed that the surgeon did not apply more than 3n torque for ...